Event description:
It was reported that revision plating of femur was performed due to non-union. Original procedure was a leg lengthening osteotomy bone graft with spacer, then a large fragment lcp olecranon plate and screws. The screws were broken due to non-union, delayed healing. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional attempts are being made to gain the information. 510(k) number not available as it is preamendment dcp plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.